Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician placed the benchmark in the target location and initiated aspiration prior to performing an angiogram; however, only air was coming back through the benchmark. Subsequently, the hospital technologist and physician noticed the benchmark was fractured at the hub. Therefore, the benchmark was removed. The procedure was completed using a new catheter. There was no report of an effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed a fracture underneath the strain relief distal to the hub. If the benchmark is manipulated at extreme angles during use, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the reported leak during the procedure. Further evaluation revealed bends throughout the catheter shaft. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.